Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a few days post left ventricular assist device (lvad) implant, the patient refused to perform pulmonary toileting and developed respiratory failure; they did not have respiratory failure prior to lvad implant. The respiratory failure was directly related to failure to thrive. They experienced encephalopathy. The patient was placed on a protek duo veno-venous extracorporeal membrane oxygenation (vv ECMO), duoneb, and percussion was performed. They were not reintubated per the patient's wishes and advanced directive. The patient passed away. The cause of death was withdrawal. The outcome was not considered to be device or therapy related and the device operated as expected.

Manufacturer narrative:
Section b3 - event date has been estimated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section h6 - health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including respiratory failure, and death that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.